Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted on 2/9/2015. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis confirmed the reported complaint of premature battery depletion. The root cause was a piece of metal that penetrated the battery boot, which resulted in a short circuit between the battery and pacemaker capsule.